Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016 the device had an intermittent out of range signal. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.